Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in tissue and fragment upon removal') and device breakage ('fragment upon removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, cervical dysplasia and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), anaemia ("anemia") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the embedded device, device breakage, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, anaemia, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered alopecia, anaemia, device breakage, embedded device, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-mar-2020: pfs received - case was upgraded from non-serious incident to serious incident. New event pelvic pain, abnormal bleeding (general), pregnancy (no complications), device ineffective, anemia, weight gain and hair loss ,device breakage , embedded device were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in tissue and fragment upon removal') and device breakage ('fragment upon removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included back pain, cervical dysplasia and menorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), anaemia ("anemia") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device breakage, pelvic pain, genital haemorrhage, pregnancy with contraceptive device, anaemia, weight increased and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter considered alopecia, anaemia, device breakage, embedded device, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.